Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) external signals (electrocardiogram and blood pressure) are sometimes not received. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse states that even after checking within the company, there was no abnormality or reproducibility. Checked and cleaned internal connectors. The inspection results based on the inspection record sheet were good. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has external signals are sometimes not received.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.